Event description:
It was reported that an overinfusion of an antibiotic occurred with a syringe module. Though requested, no additional information was provided.

Manufacturer narrative:
The reported event of device had overinfusion of antibiotic with syringe module, was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿over infusion of antibiotic with syringe module" based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the syringe driver module over infused, could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an overinfusion of an antibiotic occurred with a syringe module. Though requested, no additional information was provided.